Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received insulin flow blocked alarm. Cannula was not bent. Insulin was not reused or mixed and not expired. Customer was select site locations with sufficient subcutaneous tissue. Customer stated that customer was tried all remedies but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The information related to product code has been updated and provided with this report.